Event description:
During an endoscopic procedure to treat a bleeding ulcer in the duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray device was activated as described in the IFU. Unfortunately, no powder out of the catheter on site [difficult or unable to spray - subject of report]. The customer used a second hemospray without any problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Cartridge activated but malfunction, no spay released. A second hemospray was used without lot confirmed. The hemospray device was activated as described in the IFU. Unfortunately, no powder out of the catheter on site and the customer had the feeling as if there was no co2 in the cartridge. The customer used a second hemospray without any problems.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was returned). No kinks, discoloration, or powder was noted within or on the exterior of the catheter; however, a slight compressed area was noted where the device handle had been replaced into the tray on top of the catheter. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A buildup of powder was observed within the nozzle. Powder was not noted within the tray or on the exterior of the returned components. When tested as returned the device did not spray. Powder was observed swirling within the powder chamber during button compressions with the sound of co2 moving within the system. An initial attempt was made to clear the powder build up from the nozzle; however, only small, inconsistent, puffs of powder exited the device during button compressions following this. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). Further attempts were made to clear the build up of powder in the device nozzle using a thin metal rod. A large amount of loose powder came out of the nozzle during this process, however no clumps were observed. When tested with a new co2 cartridge and activation knob, the device sprayed as intended with and without the returned catheter. Following deactivation it was noted that there is a build up of powder inside of the powder chamber at the top and around the center cannula. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a build up of powder within the device nozzle. The cause of the powder build up is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder or result in internal clogs within the device. However, we could not conduct a complete investigation because only one of the catheters was returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.